Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display lens was severely scratched making it impossible to read. No additional information was provided. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/17/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/31/2014 with the following findings:investigation revealed severe scratches on the display screen lens that made it difficult to read the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.